Event description:
As reported by the customer, for one of their surgical tables, fluid got down into the lowest part of the table and it started to move and tilt on its own. The bed was not responding and the floor locks were engaged. The incident happened at the end of the case as the pt was being cleaned off. There were no adverse consequences to the pt.

Manufacturer narrative:
It was determined that the root cause of the unexpected movement of the surgical table was due to the damage of the mpc board, likely due to fluid damage. There were no adverse consequences as the result of this malfunction. This is not a single use device. Eval summary: the stryker communications engineering department conducted operation and visual inspections on may 8, 2009 on the mentioned surgical table returned to stryker communications after a reported complaint from the facility. When the seat section plate of the surgical table was removed, white residue was found over the top of the shields and hoses. The white residue is believed to be saline solution, which is commonly used during the course of endoscopic surgeries. There is evidence that the fluid traveled in through the hole by the seat section tube cables, as residue was found on the spiral shield of the cables. Residue was also observed on the base, on the top of the trend cylinder, and on top/underneath the master process controller (mpc). Upon opening the mpc, damage to the board was observed. It was determined that the root cause of the unexpected movement of the surgical table was due to the damage of the mpc board, likely due to fluid damage. The override panel of the table appeared to be in good condition and there was no evidence of fluid ingress.